Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 kept failing, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was failed. A field service engineer removed drawer 6 and inspected and found to be very dirty, and the spring on the plunger was broken. The spring on the legacy half height plunger was replaced. Further inspection showed the position sensor was badly worn, and it was replaced. The half height drawer was reassembled and reinstalled in the auxiliary unit. Pyxis was powered on, and the hardware test application was accessed to test the drawer. The drawer opened and closed properly, sensing both open or close and position and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.